Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: light guide lens had a crack; adhesive on bending section cover (a-rubber) had wear; and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera lll colonovideoscope exhibited the air/water connection was clogged. The issue was observed during preparation for use. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, the nozzle was found to be clogged with foreign material resembling plastic fibers. This has been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was was confirmed that the nozzle was clogged with foreign material, which appeared to be plastic fibers, however, the specific type of material could not be identified. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the IFU: -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.